Manufacturer narrative:
Customer reports: mother said that the inpen of his son is limited to deliver 4u of insulin every dosing. The screw does not move when the button is pushed. Serial number: n/a, software version: n/a, color: grey, battery life remaining: n/a. Per visual inspection: no physical damage to injection foot or inpen was noted. Inpen was able to dial and deliver up to 4.0 units at a time. However, trying to dial and deliver more that 5.0 was possible but with high resistance in the dial. In addition, the inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing. Dose button was removed and no dust/debris under the dose button, on washer, on the dose detent and dose knob was noted. Inpen was cut open and the encoder pattern wheel tabs were found misalign and off the encoder guide. This also created contamination build up caused by encoder wheels rubbing at the walls of the encoder guide. Unable to perform functional test due to leadscrew anomaly. In conclusion, the customer complaint of inpen only delivering 4.0 units, resistance dialing and delivering passed 5.0 units and leadscrew anomaly was confirmed due to misaligned encoder wheel tabs traveling off the encoder guide. Leadscrew anomaly can contribute to inpen not dispensing insulin correctly. After cutting inpen and aligning the encoder guides in place, up to 30.0 u bolus were dialed and delivered properly and without resistance. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pen screw was not moving and buttons were hard to push. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.